Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(6): information from received questionnaire.

Event description:
Patient was implanted with lcp condylar plate and screws on an unknown date. Patient was returned to the or on (B)(6) 2013 for revision surgery due to non-union. One plate and six screws were removed. Patient was revised to another plate and screw construct. This is 5 of 7 reports for the same event.

Manufacturer narrative:
Additional narrative: additional information received indicated the patient was implanted with synthes condylar plate and one 1.5mm cortex screw was implanted. The other five screws were competitors 2.0mm screws varying in length. Synthes USA is retracting this mw report # 2520274-2013-01060 as the reported device is not manufactured by synthes.

Event description:
This is 5 of 7 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complaint describes having to remove the plate and screws due to a non-union. There is no information about where the plate was used or for how long the plate was implanted. There is no damage seen to the plate and only the stardrive recess looks slightly deformed in the single screw returned. The plate is designed using es standards for lcp holes and specifies 316l stainless steel for material. The risk assessment does address choosing an incorrect implant which could lead to a non-union. There was a non-union but it is unknown what the fracture was or for how long the plate was implanted. The design is appropriate for its indications.